Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified distal right coronary artery. The lesion contained more than or equal to 90 degrees bend. A 16 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was not well expanded. Another promus premier stent was advanced with buddy wire support and was implanted well and the procedure was completed. No patient complications were reported and the patient's status was stable.